Manufacturer narrative:
Device evaluated by MFR.: the device was lodged inside the non-boston scientific (bsc) sheath. The recommended introducer/guide sheath size for this device as per specification is minimum of 5fr. It is not possible to determine the size of the bsc sheath and found damaged and incomplete. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A complete balloon circumferential tear was identified located approximately 150mm distal of the proximal markerband. As the distal section of balloon material had been pulled distal over the tip of the device. The rated burst pressure for this device as per specification is 18 atmospheres. A visual and tactile examination found the shaft of the device to be severely stretched between the proximal and distal markerbands. A visual examination found no issues with the markerbands of the device.

Event description:
It was reported that balloon burst occurred. The 70% stenosed target lesion was located in the mildly tortuous and non-calcified radial arteriovenous fistula. A mustang 7.0 x 200, 75cm balloon catheter was advanced for dilation. During the procedure, the balloon burst while blowing it inside the patient's body upon second inflation at over 10 atmospheres. The procedure was completed with another of the same device. No complications were reported, and the patient was stable.

Event description:
It was reported that balloon burst occurred. The 70% stenosed target lesion was located in the mildly tortuous and non-calcified radial arteriovenous fistula. A mustang 7.0 x 200, 75cm balloon catheter was advanced for dilation. During the procedure, the balloon burst while blowing it inside the patient's body upon second inflation at over 10 atmospheres. The procedure was completed with another of the same device. No complications were reported, and the patient was stable.